Event description:
The dealer called stating that the tdx5-ps power chair drives fine on a flat surface but will allegedly stop every time an incline is attempted. The chair will then need to be put into free wheel or push/pull the chair to a flat surface.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx5-ps, serial number/date code (B)(4) is approximately 5 years 5 months old. The owner's manual part number 1114809 rev k (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumers tdx5-ps back up power chair will allegedly stop and flashes neutral testing failure when an incline is attempted. The chair will then have to be either put in free wheel or pulled / pushed to a flat surface. This is not the consumer's primary power chair, this is his back up. It had been determined that it is the joystick and power seating function causing the issue. The joystick is to be replaced. The malfunction has not been confirmed.